Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's blood glucose was 311 mg/dl at the time of incident. The customer's mother stated that they had high blood glucose of 512 mg/dl at the time of call. The customer's mother stated that they were off the insulin pump for less than 48 hours prior to call. Troubleshooting was done. The insulin did exit during prime. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.